Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-02575 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6) 2010. According to the complainant, the first two ablation attempts were performed at half deployment and roll-off was achieved. However, after the second attempt, the physician noted that 8cm of the cannula distal insulation came off. The next three ablation attempts were performed with the array fully deployed. However, on each attempt, roll-off could not be achieved. Therefore, the leveen needle electrode was replaced and the ablation was able to be completed. The account indicated that a needle guide and aloka (B)(4) echo were used to assist with this procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient identifier, age/date of birth, gender, and weight are unknown. (B)(4), (insufficient roll-off). The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. (B)(4).